Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit has a fuzzy lcd display; additional information from the customer on (B)(6) 2018 states, "screen was not legible.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/28/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has a fuzzy lcd display and the screen is not legible.